Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim it was reported by the customer that primary IV tubing leaking from the safety clamp that inserts into the alaris pump. It appears that the clear tubing unattached from where it inserts at the safety clamp.

Manufacturer narrative:
One sample model 2420-0007 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from below the pump safety clamp. No other defects or abnormalities were observed. Visual inspection showed no signs of solvent. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, separation between tubing and lower fitment could be related to lack of solvent due to: -contamination inside the solvent dispenser container. - solvent application not correctly carried out by the assembler: incorrect insertion of the tubing into the solvent dispenser, one piece flow not followed and accumulation of material in the workstation during the production process. The finish good lot 25075642 was manufactured on july 31, 2025, before actions taken to improve the process. Additional fixtures were implemented to help with solvent bonding. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.